Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. A taxus express2 3.0 x 24 mm drug eluting stent was attempted to be placed in the unknown tortuous target vessel. There was resistance felt while withdrawing the stent delivery balloon from the stent. The procedure was successfully completed with this device and there were no patient complications. As the physician did not want to give anymore information regarding this event, no further clinical follow up could be performed to obtain additional information.